Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that during filling a cadd cassette reservoir was leaking. It was reported another cassette was used which resolved the issue.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Please disregard the initial report submitted with the MFR number: 3012307300-2022-03674. The report was submitted in error., corrected.